Event description:
It was reported via literature that the patient experienced injuries requiring intervention. It was reported that a 3.00 x 12mm nc quantum apex balloon was selected for treatment of the target lesion. After pre-dilation using the nc quantum apex balloon, the patient developed hypotension with chest pain. A check venogram revealed a venous perforation, and an echocardiography showed mild pericardial effusion. Intravenous fluid and inotropes were started, and the patient was prepped for pericardiocentesis. The perforation was treated using a local glue injection, which afterwards showed good parameters. The patient was stable following the procedure.

Manufacturer narrative:
Citation: anoop k gupta, jyotika gupta, siddhant jain, pooja shah, how to manage coronary sinus venous perforation during left ventricular lead implantation: a case report, european heart journal - case reports, volume 9, issue 6, june 2025, ytaf241, https://doi.org/10.1093/ehjcr/ytaf241. E1 initial reporter address: (B)(6). B3 date of event: first date of the month of publication was used as an actual event date was not reported.